Event description:
(B)(4): it was reported that the pump failed accuracy +11.25% (recently serviced on (B)(4) for fails accuracy +7.8%. Returned 23-feb-2022 (during testing). No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on pump by the chassis base of the expulsor, which damaged into the expulsor gasket causing not consistent delivery issue. Replaced expulsor assembly. The cause of the reported problem was customer induced via fluid ingression into the main body of the pump as a result of the customer improper cleaning of the pump. A DHR (device history review) was not performed because the device is over two years old, and the failure is unlikely a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.